Event description:
Female scrub tech developed skin breakdown (both hands), swelling, and moderate itching. Atarax and kanalog cream were prescribed for her. She was instructed to use eucerin. She was unable to scrub for 2 weeks. When seen by employee health in 03/2006 she was "nearly healed". This was not the first time she had used the gloves. No new soaps/ lotions/scrubs were used.